Manufacturer narrative:
(B)(4). Although requested, device has not been rec'd. Customer has declined an investigation.

Event description:
Customer reported a possible channel disconnect event with one of the channels stopping or shutting off while infusing on a pt in the operating room. There was no report of pt harm and no medical intervention was required. No other pt/event details available at this time.